Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
Correction: product event summary: the analyst commented that the date recommended replacement time (rrt) was reached was noted be 02-sep-2011.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a patient death occurred. A cause of death of cardiac arrest was provided. Review of the implantable cardioverter defibrillator (ICD) data noted that the ICD appropriately detected the cardiac arrest, however the device was at end of service (eos) and was unable to deliver therapy due to a charge circuit failure. Review of the device data noted that the ICD reached elective replacement indicator (eri) in 2011 and had not been interrogated since 2010. It was also noted that the ICD appears to have successfully shocked a patient out of ventricular fibrillation (vf) in (B)(6) of 2015.